Manufacturer narrative:
Device could not be located by field service technician.

Event description:
It was reported that the bed alarm is not going off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was not able to be located by the field service technician so was unable to be evaluated.